Manufacturer narrative:
For 3 of the events, the investigation did not identify a product problem. The cause of the event could not be determined. For 1 of the events, the sample was provided for investigation. Upon investigation of the patient sample, an interferent against a component of the reagent was confirmed. The product labeling states in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. The follow up/corrective actions for 4 of the events were asked for but not provided. No devices were returned. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>4</noe> malfunction events. Erroneous non-reproducible results were generated by an e 411 immunoassay analyzer, a cobas 8000 e 602 module, a cobas 6000 e 801 module, and a cobas 8000 e 602 module. The events involved a total of 4 patients with the elecsys tsh assay. The provided age for 1 patient was (B)(6). The other patients' ages were requested but were not provided. The patients' weights were requested but were not provided. There was 1 female. The other patients' genders were requested but were not provided. The patients' races were requested but were not provided. The patients' ethnicities were requested but were not provided.